Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a 27ga cannula was used during a cataract surgery in the right eye when a capsular tear was noted. A vitrectomy procedure was subsequently performed with a sulcus intraocular lens (iol) implant. Additional information has been requested.

Manufacturer narrative:
One unopened irrigating cannula sample was received for the report of anterior capsule tear and a damaged tip. The sample was visually inspected and was found to be conforming. The returned unopened sample was found to be conforming therefore, the tip damage and capsule tear as described in the complaint was not confirmed. Since the actual complaint sample was not returned, a root cause cannot be determined for the complaint as described by the customer. However, a possible contributing factor was identified from the device history record review whereby the incoming component inspection found a similar defect as the reported issue of a rough cannula edge. Because the actual complaint sample was not returned, the exact root cause for this complaint is unknown. An investigation has been opened to investigate the possible manufacturing related root cause for this issue. All assemblies are 100% inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received at manufacturing which has not yet been evaluated. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that during the phaco and nucleus removal stage of a cataract extraction and intraocular lens implantation with kahook dual blade goniotomy surgery to the right eye, the 27ga cannula created an anterior capsule tear that extended posteriorly. The scheduled goniotomy was aborted. The patient experienced vitreous prolapse and dropped cortical material.